Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
The additional information received noted that on (B)(6) 2010, the patient experienced the event and expired. The event date and death of death in this report is reported as (B)(6) 2010 due to the format of date in this report. This is one of three device reports related to this event. Associated manufacturer report numbers are 1225714-2014-06403, 1225714-2014-06404 and 2937457-2014-01646. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.